Event description:
It was reported by customer during routine check that the cs100 intra aortic balloon pump (iabp) unit was not working in pressure trigger. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. A getinge field service engineer (fse) evaluated the unit and found that the unit is working ok. No problem found. Unit needs below mentioned periodic replacement parts as soon as possible. Unit is handed over to the customer in working condition.

Event description:
N/a.

Manufacturer narrative:
Corrected field : e1 ( event site telephone ). Updated field : b4 , g3 , g6 , h2 , h11.